Event description:
During follow-up, loss pacing threshold on the atrial lead was noted. Diagnostic imaging was performed and no atrial lead damage was noted. The atrial lead was explanted and replaced. The patient was in stable condition. Manufacturer report number: 2017865-2019-04909.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported events of a loss of capture and the lead stuck in device header were not confirmed.